Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 50 mg/dl. The customer stated that a few months ago he experienced low glucose and broke his hand. The customer had low sugar for the past three days. The customer's most recent glucose reading was 250 mg/dl, and he has treated with the insulin pump and manual injections. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. The basal and bolus matched to the daily totals. Ran a fixed prime and passed. The customer stated that he uses the same tubing and reservoir for about a month. Advised the customer to change the infusion set and reservoir every two to three days. The customer stated that his glucose level has been higher than normal. No further information was provided.